Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not calibrate. The normal temp would not adjust. The event occurred during preventive maintenance.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. When attempting to calibrate, the unit¿s potentiometer reacted as intended. There was no known cause of the reported issue, and no further action will be taken.